Event description:
Physician attempted to use an inpact pacific drug eluting balloon during treatment of a soft tissue lesion in the patients mid superficial femoral artery (sfa). Lesion exhibited cto (chronic total occlusion-100%) stenosis. There were no abnormalities reported in r elation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There was no issue noted when removing the device from the hoop/tray. The device was prepped per IFU with no issues noted. Embolic protection was not used. A non-medtronic inflation device was used for balloon inflation. Normal saline solution inflation fluid was used. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device. Balloon inflation difficulties were reported during balloon inflation at 3-4 atms. A balloon leak was noted. A replacement drug coated balloon was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Please note that this device, in.pact pacific pta balloon, is not marketed in the united states; however, it is similar to the united states marketed device, in.pact admiral pta balloon. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state, the device was flushed with no evidence of a leak at the hub, and a 0.035¿ guidewire was loaded through the device the balloon could not be inflated as there was a leak, due to damage observed on the balloon, product analysis the customer returned one image for evaluation. Image 1: this image depicts the shelf carton of the in.pact pacific balloon, the label details in the image match the returned device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.